Event description:
The customer reported that the system was arcing followed by a system shutdown. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage connectors. The system operates as intended.